Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient had a inferior venacava filter placed secondary to history of deep venous thrombosis [dvt], pulmonary embolus [pe] and prophylaxis for thrombolysis. Concurrently, he underwent successful thrombolysis to the left lower extremity thrombus. Approximately six months post deployment an abdominal x-ray was performed and indicated the ivc filter at the level of l2-l3 and an ¿indeterminate metallic density in the mid pelvis.¿ approximately one year post filter deployment, an angiography was performed, demonstrating a patent inferior vena cava with a tiny thrombus noted in the apex of the filter. There was no mention of the ¿indeterminate metallic density in the mid pelvis.¿ via the jugular vein the ivc filter was successfully retrieved. Inspection of the filter revealed an intact filter. Patient transferred to recovery in good condition. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the device tilted with the filter becoming embedded in the ivc wall. The device was removed. The current status of the patient is unknown.